Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that they experienced sudden back pain on (B)(6) 2016. On (B)(6) 2016, they tried using their ins but they were unable to charge their ins due to poor coupling. The patient noted they last successfully charged their device about two weeks prior to the report and that they turned the device off on (B)(6) 2016. It was reported the patient met with a manufacturing representative who showed them how to angle and position their recharger to get better communication between the ins and the recharger. They stated after that the poor coupling and the pain had resolved. The patient stated it was possible they did not have the antenna in the right spot which caused the recharging difficulties but also stated they were not sure what led to the poor coupling and pain but that the battery had a lot of room to move around.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their battery had been moving around inside them since it had been implanted. They also indicated that they were "the one who had the infection set up" as soon as they had the surgery done. The patient noted that their physician had been aware of the situation since "day one." The patient further explained that the battery still moves around and they need to be standing most of the time to charge it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.